Event description:
Provider spoke to technical services to advise while the user was driving the chair would shut down with no flashing lights showing , powercycle and the unit would drive again. Provider advised fault log did read a code of e163, controller fault.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.